Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as two sores. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an ointment and advised to remove the lifevest for a few hours for the skin irritation. Follow up indicated that the skin irritation improved.